Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This electrode remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patient's ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This electrode remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This electrode remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Common device field (d2a) in section d, suspect medical device. Impact codes filed (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This electrode remains in service. No adverse patient effects were reported.